Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: it is unknown is a sample is available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5141119. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced this issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4). Has been initiated to identify and address the potential causes of safety shield disengagement. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 23 g x 1 in. Bd eclipse¿ hypodermic needle disengaged during use. There was no report of injury or medical intervention.